Manufacturer narrative:
The pse evaluated the device and was unable to confirm the reported problem. The unit was run for over 6 days and unit did not shut down. Problem may be intermittent and difficult to duplicate. The pse recommended replacement of the power supply (453561512591 power supply). Service proposal (quote) was provided to the customer for approval.

Event description:
Philips received a complaint from the customer reporting a loss of power on the v60 ventilator. The device was not in clinical use. There was no report of harm. There was no patient or user impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue. The bme reported the device is not receiving alternating current (ac) power. The rse advised the customer of the manufacturer recommendations found in the device service manual. Investigation ongoing.

Manufacturer narrative:
The pse replaced the power supply as a proactive measure to prevent recurrence. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.